Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion was confirmed and was determined to be use related. The product returned for evaluation was a 20ga x 8cm powerglide pro midline catheter assembly. The device was received fully assembled and the guidewire was fully advanced. Usage residues were observed on the device. A permanent bend was observed in the guidewire at the exit site from the needle. An attempt to withdraw the guidewire was successful. Microscopic inspection of the distal end of the catheter revealed it was flared outward. The proximal edge of the needle bevel was observed to be rigged and uneven. The bend in the guidewire and catheter deformation were consistent with attempted insertion at a steep angle or insertion against resistance. The biological residue suggested the damage occurred during attempted device placement. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medwatch, "I had a powerglide that had the guidewire stick after it was engaged. I followed the needle tip all the way in. The needle encasement did come apart during insertion. I engaged the guidewire without difficulty. I attempted to advance the catheter and it would not move at all. I then attempted to pull the guidewire back in and it would not move. I removed the unit as (B)(4) piece." Additional info 07/30/2024: patient had to be stuck an additional time since this product malfunctioned and insertion had to be aborted. Additional information received via medwatch: "inserting powerglide for intravenous access. During insertion, the housing device came apart and had to be put back together. I advanced the catheter as far as I could, utilizing the ultrasound machine, engaged the guidewire and was unable to advance the catheter from the device. I attempted to withdraw the guidewire from the vein but it was locked in place. Removed entire powerglide as one unit." 09/12/2024 - the device returned for evaluation exhibited a bend in the guidewire.